Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead during a device replacement procedure. The lead was capped and replaced during the procedure on (B)(6) 2017. The procedure was successful with no adverse consequent to the patient.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.4 cm and the distal pin measuring 45.5/50.5/52.5 cm was returned for analysis. External insulation abrasion was noted at 11.9-12.2 cm from the connector pin consistent with lead friction to device can. Internal insulation abrasion between the rv and svc shock coils was noted at 12.8 cm to 15.9 cm from the distal tip. The etfe coating was intact at these locations.